Event description:
Information was received from a consumer. It was reported that the consumer had met people in erie, pennsylvania with pain stimulators that did not work for them. The number of individuals and who manufactured the devices was unknown.